Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient status post trauma with a distal femur fracture and deep vein thrombosis was scheduled for inferior vena cava (ivc) filter placement. The femoral vein was accessed and venography demonstrated no abnormal anatomy and confirmed patency of the vena cava. The sheath was positioned below the renal veins and the filter was advanced and deployed. Completion venogram confirmed placement of the filter proximal to the renal veins. The sheath was removed and pressure was held on the femoral vein. Approximately three years three months post filter deployment, outside imaging studies noted the filter migrated. CT scan of the abdomen and pelvis demonstrated the filter approximately 3.4 cm inferior to both renal veins and orientation of the filter was oblique. Several filter limbs were also identified extending outside the caval wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, imaging demonstrated the filter migrated. Approximately three years three months post filter deployment, CT scan demonstrated the filter approximately 3.4 cm inferior to both renal veins. The filter was in oblique orientation with filter limbs extending beyond the caval wall. There were no reported filter retrieval attempts. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient status post trauma with a distal femur fracture and deep vein thrombosis was scheduled for inferior vena cava (ivc) filter placement. The femoral vein was accessed and venography demonstrated no abnormal anatomy and confirmed patency of the vena cava. The sheath was positioned below the renal veins and the filter was advanced and deployed. Completion venogram confirmed placement of the filter proximal to the renal veins. The sheath was removed and pressure was held on the femoral vein. Approximately three years three months post filter deployment, outside imaging studies noted the filter migrated. CT scan of the abdomen and pelvis demonstrated the filter approximately 3.4 cm inferior to both renal veins and orientation of the filter was oblique. Several filter limbs were also identified extending outside the caval wall. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three years three months post filter deployment, outside imaging studies noted the filter migrated. CT scan of the abdomen and pelvis demonstrated the filter approximately 3.4 cm inferior to both renal veins and orientation of the filter was oblique. Several filter limbs were also identified extending outside the caval wall. Therefore, the investigation can be confirmed for migration, filter tilt, and perforation of ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter malposition filter tilt

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, imaging demonstrated the filter migrated. Approximately three years three months post filter deployment, CT scan demonstrated the filter approximately 3.4 cm inferior to both renal veins. The filter was in oblique orientation with filter limbs extending beyond the caval wall. There were no reported filter retrieval attempts. There was no reported patient injury.